Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm, low battery alarm and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in the long trace. Power loss alarm occurred after the this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.